Event description:
Two years ago, I had lasik surgery, and it has proved to be the worst decision of my life. My eyes had no problems previously. I had beyond perfect vision with contacts. It was a gift, and now I really know what I lost. They said I was a perfect candidate, nothing to worry about, it's great, you have large pupils but it is nothing to worry about, etc. I was such a tool. My gut said something seemed off. My sight, along with my confidence has been stolen. The most normal things in life, and many things that gave me such joy, the night sky, concerts, a beautiful landscape, the detail and depth in a design, the face of a friend across the bar, is gone because what I see is not "right. During the day, the clarity isn't too bad. But what I see in terms of clarity seems to vary day by day. There is no consistency. And when it is sunny. I cannot step outside without sunglasses. The light is so bright, it screams and hurts my eyes in a way I cannot describe. At night, it is even worse, I almost cannot drive. The glare and starbursts distort everything and are debilitating. Images are blurry, depth gone, plus ghosting images, where I panic thinking there is an animal or person or an object in front of me, but it's a shadow or a trick of the light. Reflections of signs are almost 3d. Everything is so dark, as if there are no lights, so it takes 5 times as much light to "see" what I know is there. So black, so many things are missing. No shades of gray. I know the stars are still there, millions of them. But I cannot see them anymore. The beauty of the night sky is gone. Soft contacts don't fit. My eyes are misshaped. Scleral lens are so large and uncomfortable. I could barely wear them a few hours. More lasik could make things worse, but so many drs I talk to dismiss that. Pupil drops dont work. Glasses provide some help, but not much at night. Hybrid contact lens are the closest I have gotten to restoring my vision, but the lab has refused to help me get them to fit. We only tried 6 pairs, and they kept doing something different each time. And I had different lab techs each time, so no one was on the same page. I've seen 3 drs since surgery, all said I was not a good candidate. I now know from speaking with them, I was not a good choice for lasik due to my large pupils. The rep at the lasik center said it was nothing to be concerned about. I also feel the car accident I was in in (B)(6) 2017 was no coincidence. All my f/u appts at the lasik center were with a rep, not a dr, and he kept dismissing my concerns as I needed time to heal. My lasik dr only saw me once, 10 mins before surgery. That is it. Some drs say more surgery can fix all these problems, but other pts I have spoke with say this is untrue. Some of the drs dismiss the severity of my problems, or they act like some secret cut, and will not truly and completely speak against lasik. At least provide you with real honest risks. I asked for a copy of the contact I signed with the lasik center, and it tacks on "oh it may be permanent" or "oh, this might not go away" as an after thought on the contract. At no time did the rep or the dr sit down and explain what could go wrong. It was all happy, rainbows, and this will be great, I trusted my dr and the lasik people when they said I was a good candidate. Only after I have all these problems, that are permanent, does anyone go "oh yeah, sorry about that." This is unacceptable. This is my life. So much joy has now been replaced with pure sadness. I have never experienced such a run around with drs and I want this procedure and the dr held accountable.